Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
It was reported that the patient was seen in clinic and their battery was noted to be low after just receiving a replacement on 04/14/2021. The patient's battery status was noted to be 18-25%. Internal data from the generator was sent in and reviewed which confirmed the battery to be depleting prematurely. No other relevant information has been received to date.